Manufacturer narrative:
A ge rep evaluated the system and found the x-ray tube needed to be replaced. Customer will use in house tech to replaced the tube and conduct further troubleshooting and repair if needed.

Event description:
Customer reported the system is displaying generator kv errors. No pt injury was reported.